Event description:
Medtronic received a report that the patient experienced a transient ischemic attack on (b)(6) 2025. The event resulted in new or worsening of existing neurological deficits and symptoms lasted more than 24 hours. The patient had aphasia, confusion, and behavioral problems post embolization. The event resulted in prolongation of existing hospitalization. The outcome was recovered/resolved on (b)(6) 2025. The site assessed as possibly related to the index study procedure and antiplatelet medication and not related to the disease under study, study device or ancillary device. The patient was undergoing surgery for treatment of a saccular, midline aneurysm of the basilar artery bifurcation branch with a max diameter of 3.8mm and a 3mm neck diameter. Aneurysm dome height was 3.1mm and dome width was 3.6mm. Parent artery diameter distal to aneurysm was 2.8mm and proximal to aneurysm was 3.5mm. There was significant stasis at the end of the procedure and Raymond and Roy was Class 3. Ancillary devices included a Rist 079 radial access catheter 5.5F and a Navien 058 support catheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.